Event description:
It was reported that a no flow was observed with an lv 5 infusor. This occurred after 38 hours of patient use with about 40ml of unknown solution remaining. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. Visual inspection and functional testing did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.